Event description:
The patient reported that on (B)(6) 2011 she experienced blood glucose (bg) around 300 mg/dl and was feeling ill. She stated that on (B)(6) 2011 she was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The patient stated that she only checks her bg once a day, and that she did not take any corrections for the elevated bg prior to going to the hospital. The patient reported that she was removed from the pump and placed on intravenous insulin upon admission to the hospital, and that she resumed insulin pump therapy mid-day on (B)(6) 2011 after her bgs returned to target range. Customer support reviewed the pump with the patient and found all settings and histories were correct. The infusion set, cartridge, and insulin were unavailable for review. The patient refused to return the pump for investigation, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The total daily dose basal history was reviewed from (B)(4) 2011 and the basal totals were consistent with the basal settings. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. No insulin delivery defects were found with the pump.